Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent unexpected resume pump alarms. The customer's blood glucose (bg) level ranged from the high 300 to 400s mg/dl. A bolus via the pump was used to address the bg level. As the event was not currently occurring, tandem customer technical support (cts) reviewed the pump's t:connect data. It was found that over the past few months, the resume pump alarms were triggered after the user successfully unlocked the pump's touchscreen and had stopped insulin delivery via the "user abort" feature. The customer was informed of the information; however, still thought that the pump was stopping delivery by itself and would contact cts the next time the event occurred.